Event description:
Customer reported that the reservoir leaked past both of the o-rings into the reservoir compartment. No further info was provided.

Manufacturer narrative:
Inspected one opened and used reservoir and performed a manual prime and high-pressure tests per spec, the reservoir passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found, the reservoir connected and locked properly.